Event description:
It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as further investigation determined this is a duplicate of medwatch MFR report #0001831750-2013-05752.